Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were provided and reviewed. Image review cannot be performed as the quality of the images are poor. Approximately seven years post deployment, CT scan revealed that there was a filling defect in the sub segmental branch of the right lower lobe pulmonary artery and was consistent with pulmonary embolism. Following year, CT scan revealed that one of the filter struts extends into the l4 vertebral body and some of the filter limbs extends outside of the lumen and extends posterior to the aorta. Therefore the investigation is confirmed for the filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and prophylaxis. At some time post filter deployment, it was alleged that the filter and its limbs extended outside the lumen and posterior to the aorta and one of the posterior left lateral struts extends into the anterior and inferior l4 vertebral body. Patient was identified with filling defect in the subsegmental branch of the right lower lobe pulmonary artery, consistent with pulmonary embolus.the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and prophylaxis. At some time post filter deployment, it was alleged that the filter and its limbs extended outside the lumen and posterior to the aorta and one of the posterior left lateral struts extends into the anterior and inferior l4 vertebral body. Patient was identified with filling defect in the subsegmental branch of the right lower lobe pulmonary artery, consistent with pulmonary embolus. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.